Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, error occurred during wireless connection between the ICD and the rf head: it was impossible to gain stable rf connection, and the first led on the rf head was constantly flashing. Preliminary analysis results showed that the reported behavior could be related to the conditions of storage of the defibrillator (low temperatures).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, error occurred during wireless connection between the ICD and the rf head: it was impossible to gain stable rf connection, and the first led on the rf head was constantly flashing. Preliminary analysis results showed that the reported behavior could be related to the conditions of storage of the defibrillator (low temperatures).